Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that: one article of applicator inner shaft was received, part #03.812.003 for a manufacturing investigation. Visual inspection of the end piece of inner shaft is torn off. During manufacturing investigation all relevant and significant characteristics like dimensions were checked and measured. All checked and measured characteristics are within the specifications. Function tests could not be performed because of the torn off end piece. According to a performed hardness test as part of the manufacturing investigation, the material was hardened correctly and a material defect can be excluded. It can be assumed that the end piece of the applicator inner shaft were torn off due to mishandling. A review of the device history records found no issues that would have contributed to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during implantation procedure the instrument did not work. There was reportedly no delay in the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.